Event description:
Hcp reported lack of training received on new infusion pump. Specifically in regards to infusion mode programmability, alarm function, as it relates to a patient management situation involving device programming and intrathecal granuloma management. The hcp reported programming the infusion mode to stopped pump, thereby ceasing the delivery of medication into the granuloma, and resolving via reabsorption. The pump reservoir had remained full of drugs. Forty-eight hours after the infusion mode was intentionally programmed to stopped pump, it's likely the audible, critical alarm sounded by default, every hour prompting evaluation by hcp. The pump was programmed to a simple continuous rate by someone other than the managing physician. The managing physician learned of the programming change to the infusion mode while reading the pump status at a follow up visit months later with the patient. Hcp called manufacturer's technical services for further pump programming education and assistance with programming the pump to minimum rate, which is the manufacturer recommended infusion mode as an alternative to stopped pump infusion mode. Reference MFR rpt #6000030200602080.